Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot, insulation resistance, the te recognition tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting trunk cable connector and the distribution node (dn) was pulled from the strain relief at the dn. The cause of the pulse lead hi-pot, insulation resistance, and the recognition test failures is the detached cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.